Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the angulation adjustment causes the image to become indistinct or noisy, it is likely due to damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, electrical problems like as signal loss or open circuit and random component failure the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device became indistinct or noisy when the angulation was adjusted. There were no reports of patient involvement.